Manufacturer narrative:
Correction to coding: added: e0618 on specific EKG/ECG changes. Removed: f2203 imaging required. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation procedure for persistent atrial flutter (off-label use) involving a farawave cather, the patient experienced chest pain. 90 applications around pulmonary vein isolation and roof/posterior wall were performed without issue. In the afternoon patient felt anormal chest pain, ECG showed something on the st segment but not a clear elevation. Natispray (trinitrine in spray) has been done to the patient that has decreased the symptoms. Patient admitted to hospital beyond the standard of care. No device related to this event is expected to be returned.

Event description:
It was reported that following a pulse field ablation procedure for persistent atrial flutter (off-label use) involving a farawave cather, the patient experienced chest pain. 90 applications around pulmonary vein isolation and roof/posterior wall were performed without issue. In the afternoon patient felt anormal chest pain, ECG showed something on the st segment but not a clear elevation. Natispray (trinitrine in spray) has been done to the patient that has decreased the symptoms. Patient admitted to hospital beyond the standard of care. No device related to this event is expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.